Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 360 device completed infusion too quickly. The pump was standard with prescribed settings of 260mls over 4 hours and the device was programmed by staff for 4 hours infusion. The infusion was initiated at 09:15am and was intended to run for 4 hours. The delivery issue was noted at 11:15 am. Half of the fluid/medication was expected to be left in the container but there was no fluid/medication left in the container. The staff was unsure with the answer no if there was a possible programming error. The device alarm says completed. The delivery accuracy occur was not due to an alarm condition. There was no patient harm reported.

Manufacturer narrative:
The device was in good general condition. Summary of log analysis: engineering evaluates that, while the report details of a 260 ml infusion emptying the bag in much less than 4 hours are confirmed, the probable cause was that the infusion was explicitly programmed with a duration of 90 min (not 4 hours). The device passed all pvt testing without issue. The complaint was not confirmed. There was no fault found with the device.